Manufacturer narrative:
Device evaluation: result - no samples (including photos) were returned for evaluation. The reported lot 1220078 was manufactured 08/27/2011 to 08/30/2011. All visual inspections were performed as per requirement with no issues related to the defect. A quality notification review indicates no quality notifications were generated. This lot was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure. Without a sample, an absolute root cause cannot be determined.

Manufacturer narrative:
(B)(4). Device evaluation: a sample is not available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the customer was one week into his estrogen injections and had an occurrence of the suspect device failing to retract following use. No injury was reported.